Manufacturer narrative:
(B)(4).

Event description:
It was reported that post crt-d implant, patient complained of breathing related chest pain. Left lung atelectasis was noted on x-ray. Upon further evaluation, pleural effusion was also observed. Fluid in pleural cavity and the presence of pneumothorax were observed. After symptomatic and conservative treatment, chest pain was significantly relieved and pleura effusion and atelectasis were resolved. Patient's condition was improved and the patient was discharged.